Manufacturer narrative:
Evaluation: a cd with pre-procedure CT was returned to assist in this investigation. The films were reviewed by the principle engineer and special projects manager. In this review, neither were able to report an endoleak.

Event description:
A male patient underwent aaa repair in 2006. One renu converter and one iliac leg graft were placed due to aneurysmal growth after implantation of another manufacturer's graft 37 months prior. A procedural angiogram, as reviewed by the core lab, showed a proximal type I endoleak. No endoleak was reported by the site at the time of implant or at the 30-day follow-up which was completed 105 days post-procedure. No further information available at this time.